Manufacturer narrative:
Findings: pump received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer stated that his pump got wet and now the buttons are not responding. Customer confirmed that he received a button error. Insulin pump will need to be replaced. No additional information provided.